Event description:
It was reported that a minicap sponge was observed with inadoquate iodine. The patient reported that the sponge was partially dried out and the sponge looked lighter in color. This occured before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.